Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device preparation for a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a peri cardial effusion was identified on ultrasound, and transesophageal echocardiogram or intracardiac echocardiography had been used prior to ablation to assess for a pre-existing pericardial effusion. It was decided to proceed with the case, and transseptal access was attempted twice due to a thick septum. Pericardial effusion with cardiac tamponade was reported, and 2650 cc of blood was drained prior to transfer to the operating room. Pericardiocentesis was performed, followed by open chest surgery in the operating room. Wide area circumferential ablation and posterior wall lesions were created after the effusion was noted, with 51 pulsed field lesions reported and no observed energy delivery or electrogram issues. It was noted that the catheter had not been introduced at the time the effusion was identified, and the sponsor assessed the event as not product related. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.